Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5178591.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. It was noted that the patients leads had high impedances and had migrated. It was also found that both of the patients lead had fractured. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.